Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "questions information about the recall" and " change in the shape of the prosthesis, "relief" and the prosthesis is soft to the touch." Patient later reported capsular contracture, baker grade unknown and "folding of implant." Device remains implanted.